Event description:
It was reported via international mallinckrodt facility (canada) that the inner cannulae used with the size 10, cfn, cuffless fenestrated tracheostomy tube was shredding and cracking. The problem was visually detected by the homecare patient after the devices had each been in use approximately one to two weeks. It is unknown how often the inner cannulae are cleaned or what type of solutions are usd to clean the component. There was one patient involved with no reported injury. Six, size 10 cannulae with 15mm twist-lock connector, were returned to the manufacturer on 01/30/98 for decontamination, analysis and investigation.